Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) with balloon dilation procedure on (B)(6) 2017. According to the complainant, during the procedure, the balloon could not be deflated, even after attempting with a second inflation syringe; therefore, the device was removed from the endoscope by cutting off the balloon with scissors. The procedure was completed at this time. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: a visual examination of the returned device revealed that the catheter was cut. The catheter was also noted to be bent and twisted. Functional analysis could not be performed due to the condition of the device. Based on the condition of the returned device, the noted defects likely occurred due to anatomical or procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre fixed wire balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) with balloon dilation procedure on (B)(6) 2017. According to the complainant, during the procedure, the balloon could not be deflated, even after attempting with a second inflation syringe; therefore, the device was removed from the endoscope by cutting off the balloon with scissors. The procedure was completed at this time. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be fine.